Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was found to be detached from the connection at the grip. Electrical continuity testing of the instrument failed. The yaw pulley did not show signs of arcing. Engineering evaluation noted that the yaw pulley was missing a .128 x .037 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering evaluation was unable to determine how the piece of yaw pulley broke. An additional finding was scratches on the surface of the distal pulley. Also, a rough surface finish and various scratch marks showing light material removal were found on the distal end of the instrument's main tube. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the tube damages were likely due to mishandling of the instrument. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the pk dissecting forceps had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.